Event description:
Patient reported that the aligners are destroying their teeth. Their dentist instructed them to stop using them. At check in patient marked true to pain, allergic reaction, inflammation, sensitivity, broken and not fitting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.